Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor fractured. It was noted that the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.

Event description:
An allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.